Event description:
It was reported that the device battery voltage measured 2.24v but no elective replacement indicator was seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4)-2010, the telemetered battery voltage was 2.24 v while the daily battery voltage trend measurement was 2.93 v. The device is part of the advisory for this model.

Event description:
It was reported that the device battery voltage measured 2.24v, but no elective replacement indicator was seen. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was explanted.

Event description:
It was reported that the device battery voltage measured 2.24v but no elective replacement indicator was seen. It was further reported that the device was explanted. It was later clarified that at a subsequent device follow-up, the battery voltage was normal. The device was not explanted due to any concerns or issues; the delay was due to the non-compliant patient missing the elective replacement surgery dates. The device was returned to the manufacturer after elective replacement and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.24 v while the daily battery voltage trend measurement was 2.93 v. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.24 v while the daily battery voltage trend measurement was 2.93 v. Subsequently the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. The device is part of the advisory for this model.